Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that infusion set was laking. Customer's blood glucose was unknown. Infusion set was changed and customer declined troubleshooting.